Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the threshold on the right ventricular lead increased and is high. The impedance has been chronically low and has now decreased. The lead also has a possible fracture. The lead was reprogrammed and a future revision will be planned. The lead remain in use. No patient complications have been reported as a result of this event.